Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer stated that she had a virus. The customer treated with the insulin pump. The customer reported symptoms of nausea, vomiting, body aches, and headaches. The customer performed the high pressure test and it failed. The customer's insulin pump was replaced, however nothing was returned for analysis.